Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated the pump alarm after battery change. The customer was assisted with reprogramming time/date. The customer was advised to monitor pump. The customer was able to clear the alarm and prime the pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer did correct high blood glucose with manual injection.